Manufacturer narrative:
Submit date: 05/25/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports this PICC was placed on (B)(6) 2016. On (B)(6) 2016 the PICC was found to be leaking and was removed. The location of the leaking was not specified. The PICC was replaced with a broviac line on (B)(6) 2016. The patient was not injured.

Manufacturer narrative:
The actual sample involved in the reported incident was returned for evaluations. The sample consisted of one PICC catheter which came inside a generic plastic bag and it was received with two clearlink and two extensions attached with the catheter. The sample contained signs of use; blood and solution residues. The sample was tested under water and there was no leakage observed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined time; therefore the most probable root cause can be considered as customer perception. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.